Event description:
It was reported that the user was unable to properly reattach the ilet cartridge-driven infusion set, resulting in a temporary interruption of insulin delivery and elevated blood glucose, and customer care provided troubleshooting and education to reconnect the infusion set, after which insulin delivery resumed and the infusion set was functional. Symptoms included hyperglycemia. Outcomes included correction of blood glucose without the need for medical intervention. Investigation included review of device use and guided troubleshooting with follow-up on glucose status. Investigation of this case revealed user handling error related to infusion set reconnection with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.